Event description:
Caller reported that a tandem charging cable was damaged and no longer functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies with a two-day shipping service.